Event description:
It was reported that the patient presented in clinic for implant procedure. The right ventricular (rv) lead was experiencing low impedance values due to insulation damage. The rv lead was not used. The patient was stable.

Manufacturer narrative:
The reported events were insulation damage and low lead impedance. As received, complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The cause of the reported event of insulation damage was isolated to procedural damage. The reported event of low lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.